Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented at the emergency department with a complaint of dizziness. Evaluation showed undersensing of p-waves with the patient's right atrial (ra) lead. Follow-up indicated that no changes were made as a result of this report and the ra lead remains in use. No further patient complications have been reported as a result of this event.